Event description:
Customer received one patient sample with discrepant d-dimer results. Initial result gave 5.42 mg per l. Sample repeated with dilution gave 70.98 mg per l. Same sample sent to another lab and measured on sysmex ca-7000 resulted at 0.51 mg per l. No information provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.